Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib cycling, stress testing and pacing testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads and multi-function cable used were not returned as part of this investigation. The device logs were cleared and could add no value to our investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.